Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump displayed error code 46223. This error condition triggers a high-priority alarm and could potentially interrupt therapy if it occurs during patient use. The issue was identified during therapy administration, at which time the error was generated by the pump. There was patient involvement; however, no injury, adverse event, or harm was reported.